Event description:
This is submitted to report the required intervention performed to remove the gripper line. Additionally, the implanted clip (10339835/15) detached from one mitral valve leaflet, and remained attached to the other leaflet. The patient was sent to surgery due to the instability of the detached clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3, with a restricted posterior leaflet. The clip delivery system (cds 10357445/13) was advanced to the mitral valve; however, when performing the gripper line removability test, the gripper lever was not movable. The clip was not implanted and the cds was removed. A new cds (40424u2/20) was used successfully and mr was reduced to <2. A third cds (10339835/15) was then advanced to the mitral valve. Grasping was difficult due to strong tethering, but the clip was implanted. After removal of the cds, it was found that the gripper line removal step was not performed, and the gripper line was in the anatomy. A balloon catheter was advanced to guide the gripper line out of the anatomy. At this point, the clip detached from the posterior leaflet, remaining on the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3. It was noted that the likely reason for the slda was the force used to pull the gripper line without being in the cds. The patient was sent to surgery for replacement of the mitral valve, due to the instability of the detached clip and insufficient mr result. The patient was extubated and well. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The gripper line was returned without the corresponding clip delivery system (cds). The reported difficulty in removing the gripper line from the anatomy, difficulty in grasping the leaflets, single leaflet device attachment, and use error could not be replicated in the testing environment, as these were associated with procedural conditions. Based on the information reviewed, the reported difficulty in grasping the leaflets appears to be related to procedural conditions and not a product quality deficiency. It should be noted that in the mitraclip system instructions for use (IFU) instructs the user to remove the gripper line after detachment of the delivery catheter shaft prior to cds removal. This information suggests that the steps were not performed correctly according to the IFU during gripper line removal. Based on the information reviewed, the difficulty in removing the gripper line leading to slda appears to be related to user error / procedural conditions, and is not a product quality deficiency. The patient effect of worsening mitral regurgitation is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint handling database identified no other incidents for the reported lot for the reported difficulty in grasping leaflets / single leaflet device attachment or difficulty in removing the gripper line. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 mitraclip implanted (40424u2/20). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional clip delivery system (10357445/13) referenced is being filed under a separate medwatch report. (B)(4): failure to follow gripper line removal steps.